Manufacturer narrative:
The device was returned to olympus repair center for evaluation. The evaluation of the device confirmed the followings; the manufacturing history (DHR) confirmed no irregularity. Scratches on the distal end, missing light lens, missing objective lens were noted. Omsc guessed that the reported events were caused by the external stress to the distal end. If additional information becomes available, this report will be supplemented.

Event description:
The surface of the ultrasound transducer of the device partially peeled off. And also, there was deep cut on the ultrasound probe unit that reached to the hard part. There was no report of patient injury associated with this event.